Event description:
The patient had a 18fr temperature sensing foley catheter placed this am because of urinary retention. Patient got up with physical therapy, and upon standing catheter was noted to be visibly leaking at insertion site. The balloon was deflated and positioned checked. There was 8 ml noted in balloon. The position was correct. Foley was still leaking and discontinued.